Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the left master tool manipulator (mtm) due to error 23008. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The left mtm was analyzed and the 23008 error was found indicating pot to encoder fault on the mtm axis 4, confirming the fault occurred in the field. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the axis 4 motor and embedded serializer in master platform (esmp) printed circuit assembly (pca) were found to be the root cause of the reported event.

Event description:
It was reported that prior to starting pre-anesthesia a da vinci assisted surgical procedure, the error 23008 appeared pointing to the left master tool manipulator (mtm) on the surgeon side console (ssc). After system reboot and resetting the blue fiber cable (bfc), the issue reoccurred. Customer started the procedure with only one ssc. The procedure was completing as planned with no reported injury.